Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: right unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unknown smooth textured saline breast implants which the left side deflated after implantation. The issue was diagnosed during visual examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 11/12/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 9/24/2018, additional information indicated that the patient explanted the device on (B)(6) 2018, lot of the suspected left device is 6453053, catalog number 3501655 and was replaced with catalog number 3502350, lot number 7601168, serial number (B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the anterior view. An area of missing material was observed at the end of the crease measuring 2.0 by 2.2 cm. In addition, a rent was discovered at the end of the missing material measuring 6.4 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent and an area of missing material were found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, crease and missing material occurred sometime subsequent to the removal of the device from its protective packaging all the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).